Event description:
Information was received indicating that the pneupac ventilator had broken knobs and that the volume can't be calibrated to low. There were no adverse events reported.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing and this showed an internal leak that came from the flow block. The cause of the issue was not confirmed.

Event description:
Additional information- issue found during testing. No patient involvement.